Event description:
The customer found a leakage on the architect c16000 processing module that caused the test to be diluted during sample processing. The customer replaced 7-203008-01 tbg, hc nozzle a and then 7-203008-02 tbg hc nozzle a. The customer ran controls and checked the last released results. Everything looked ok, but the customer stated the doctor had questioned patient results since they were not consistent with patient history. The customer provided falsely elevated creatinine results for one patient. Sid (B)(6), (B)(6) 2022: creaenz = 579 umol/l, repeat on (B)(6) 2022: creaenz = 50 umol/l. No impact to patient management was reported.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by replacing the aspirate and dispense tubing to the high concentration waste nozzle a (tbg. H.c. Nozzle a waste (rohs) and tbg, h.c. Nozzle a (rohs)). No additional discrepant result issues have been reported since the parts were replaced. The instrument service history review revealed two (2) additional service tickets that may be related to the current complaint. Trending review did not identify any trends or systemic issues for the instrument parts. A review of the product monitoring review for clinical chemistry systems did not identify any similar issues related to the architect system, likely cause parts, or discrepant results as described in this ticket. The architect c4000, c8000, and the c16000 erratic result rates were within acceptable limits with no trends identified. A review of historical data did not identify any non-conformances or potential non-conformances related to the parts associated with the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c16000, serial number (B)(6), was identified.